Event description:
Instrument broke during surgery leaving end of clamp in the pt's bone

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed one of the tips broke off. Evidence suggests material overload was the cause of the fracture. A complaint database search found no other reports of problems, of any kind, for this product. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.